Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet received.

Event description:
It was reported that the closing assy broke during patient treatment due to improper handling. No patient harm occurred. The customer taped the closing assy during the treatment and did not exchange the device complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow "closing assy broke" during patient treatment. The closing assy has been taped in place and the treatment has been continued without any patient harm. A getinge service technician confirmed on (B)(6) 2021 that the affected rotaflow drive with the serial number (B)(6) has been repaired. The 70101.1680 rfd (rotaflow drive) closing assy has been replaced. The device is working as intended again. The reported failure "closing assy broken" was already investigated by our life-cycle-engineering on (B)(6) 2016: the most probable root causes could be determined as: too excessive force; weakening due to manufacturing errors (air inclusions). A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.